Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that neonatal venous nutrition leaked during patient use. New tubing had been placed on (B)(6) 2018. The leak appeared to be at the "tiny circle" on the filter. There was no patient harm. The product was received with a note that stated the product was found covered in dry neonatal venous nutrition, and that it was actively leaking. No other connections were loose or leaking.

Event description:
The customer reported that neonatal venous nutrition leaked during patient use. New tubing had been placed on (B)(6) 2018. The leak appeared to be at the "tiny circle" on the filter. There was no patient harm. The product was received with a note that stated the product was found covered in dry neonatal venous nutrition, and that it was actively leaking. No other connections were loose or leaking.

Manufacturer narrative:
The customer report of a leak from the filter vent was confirmed. Visual inspection showed no anomalies. During functional testing a leak was observed from the filter air vent. The root cause of the leak was determined to be oversaturation of the filter.